Event description:
#Medwatcher #(B)(4). Side effects: constant bleeding for over 6 months, stabbing pelvic pains, weight gain, brain fog, abdominal pain, hip pain, teeth loss, hair thinning, headaches on right side of head, stuttering, muscle spasms, mood swings, anxiety, depression, constant bloating, eczema. Device migrated.

Event description:
(B)(4). Surgery (B)(6) 2016 to remove devices.